Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for other and spinal pain. It was reported that patient had a full system replacement. The patient had a number of electrodes out on both leads and could not get satisfactory pain relief with the few electrodes that were still working. The patient had many reprogramming attempts. A few system replacement took place. He and the physician also wanted to switch him to a non rechargeable battery. The issues were reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10: h3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H10: h3: product ID 3778-60 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken at the anchor site. H10: h3: product ID 3778-60 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken at the anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: lead; product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: lead; product ID: 3550-39, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: accessory; product ID: 3550-39, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: accessory. H6: the conclusion code d14 no longer applies. The results code c20 no longer applies. The method code b17 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances were unknown, and it was noted that the patient had not had any recent falls. It was reported that there were no issues with the battery. The leads were explanted. It was reported that 12 of the 16 electrodes were out of range. Electrodes 3, 5, and 6-15 were all over 40,000 ohms. The ins, leads and anchors were received by analysis on 2022-01-20.

Event description:
Additional information was received from the patient reporting they just got a new stimulator about 8 weeks ago, the old one had to be charged every other day.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type lead product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type lead product ID 3550-39 lot# serial# unknown implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type accessory product ID 3550-39 lot# serial# unknown implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.